Event description:
The continu-flo solution set was hung as primary tubing with a secondary set for the administration of a chemotherapy agent. The secondary set was plugged into the primary set at the lowest port (the one closest to the patient) and the chemo was started. Almost immediately, the nurse noted the chemo agent leaking from the port and stopped the infusion. Approximately 2-3ml of chemo leaked onto the infusion chair tray. A spill kit was obtained and the spill was cleaned. The tubing was removed, a new primary set was obtained, and the infusion restarted with no problems.